Event description:
The customer stated that she was hospitalized with a high blood glucose of 460 mg/dl. The customer stated she also experienced nausea, diarrhea and dehydration. The customer did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had scratched battery tube threads and a scratched lcd window.